Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with an extraction tool restricted inside the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged lead consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was exhibiting failure to capture. The atrial lead was explanted, and new atrial lead was implanted. The patient was in stable condition.